Event description:
It was reported stimulation was lost due to an inoperable ipg. It is unk when the device was last recharged. As a result, surgical intervention was undertaken, explanting and replacing the ipg with a newer model.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.